Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular defibrillation coil was below the expected lower range. Analysis of the device memory indicated the impedance trend of the right ventricular pacing lead was variable. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the device reached end of service status and there was an alarm due to lead impedance for an indication of less than ten ohms. Testing revealed the measurements were found to be from sixteen to sixty-six ohms. It was also reported there were large fluctuations of the pacing and sensing impedance. The device was removed and replaced. The lead remains in use and no patient complications have been reported as a result of this event.